Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis of the lead was performed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient went to the emergency room due to a lead integrity alert (lia). It was further reported that the right ventricular (rv) lead indicated high thresholds, decreased r-wave amplitude, and intermittent noise. An x-ray of the patient showed a possible perforation. The lead was removed and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2014. (B)(4).